Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s drg system lead migrated following a car accident. Subsequently, imaging taken showed the s3 lead migrated and was completely out of the foramen. Surgical intervention may be taken to address the issue.

Event description:
Follow up identified the patient's drg lead was revised on (B)(6) 2017. During the procedure the physician used the same lead and repositioned it at the same level. Stimulation therapy was reportedly restored postoperatively.